Event description:
A surgeon reported unexpected postoperative results in cylinder on multiple pts. The surgeon indicated that in one or more pts, the cylinder was too low after surgery. Add'l info has been requested.

Manufacturer narrative:
During the onsite investigation, the territory mgr checked the sys and found no problems. The sys was operating per specs. A review of the log files showed no abnormalities that could have contributed to this event. No technical root cause could be determined, as the sys was operating within spec. (B)(4).